Manufacturer narrative:
For information regarding the patient's other ins, please reference rr # 3004209178-2018-22541. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. The patient had their spinal cord stimulation (scs) generator replaced on (B)(6) 2019 to perform for high density power needs and decrease recharge burden. The surgery on (B)(6) 2018 was only a lead replacement. During an impedance test today with the old ins, electrode 2 & 4 were out of range. After connecting the new ins the same electrodes were out of range. The physician was updated and the reason for the out of range electrode is unknown. The rep programming around the out of range electrode to achieve stimulation/pain relief needed from patient. No further complications were reported/are anticipated.